Manufacturer narrative:
Exemption number e2017017. Siemens has completed an investigation of the reported event. Relevant root cause for the safety system activation is the stand control unit (scu) controlled target value of the movement speed and the actual movements of the robot axles and the safe transmission control protocol (tcp) are temporarily higher than the allowed maximum speed of the system. In this event, the movement of the axles was observed and showed one moved axle. A root cause investigation was performed with technical experts including discussion of the complaint description, system history, and investigation of the relevant log files. Log files from the reported system were analyzed and the related workflow was repeated. The problematic sw-code could be identified. As an immediate measure to prevent movement stops during a c-arm rotation followed by a c-arm drop, the maximum rotation speeds will be reduced. This correction limits the maximum manual lao/rao rotation from 25°/sec to 22°/s. Siemens has released a field safety corrective action to all affected systems via ax005/18/s on (B)(6) 2018. This action has been reported to the FDA under 21cfr part 806: medical devices: reports of corrections and removals 2240869-06/04/2018-0014.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. With the table at 30 degrees and the c-arm on the patients left side, when moving the system into rao, the robotic brakes were activated and all motor controls stopped causing the table to jump several inches and make a loud sound. There is no report of impact to the state of health of the patient involved.